Event description:
The head of marketing and safety representative for siemens medical solutions wrote a "customer safety advisory" 2003. The subject of the advisory is "potential for injury by 3d ceiling suspension used with ceiling-mounted tubes (analog systems only). The advisory goes on to say that "in very rare instances, the back up safety catch may not function appropriately when the counter poise spring fails. This type of event could potentially result in rapid downward movement of the x-ray tube vertically." The advisory does not contain details about specific model numbers, serial numbers, lot numbers, or part numbers that may assist us in determining which, if any , of our units are involved. Hosp received this advisory on may 30, 2003. The advisory was delivered to one of hosp's service technicians during a routine visit by a siemens representative. Hosp's service tech recognized the implications of the letter and immediately gave it to the department manager/administrator. When the siemens rep was asked when hosp could expect to see inspection and repair take place, he replied "july". Hosp is not sure how many units are affected by this advisory. Hosp best estimate is that we have 14 affected units on our campus including all three of our trauma bays.